Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the mfg facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During daily inspection, the customer found that the device did not have an audio output. There was no pt use associated with the event.